Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 531 mg/dl at the time of incident and 87 mg/dl at the time of call. Customer stated insulin pump put in suspend delivery by itself. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed device, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. (B)(4).